Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead pacing and sensing was programmed off due to a lead fracture. Additional information from the field representative indicated that the fracture was not confirmed visually, but suspected based on observation of high out-of-range pace impedance measurements and loss of capture. This ra lead was surgically abandoned and a new lead was placed. No additional adverse patient effects were reported.